Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2018-03286. It was reported the patient experienced ineffective stimulation due to lead migration. As a result, the patient underwent surgical intervention wherein both leads were explanted and replaced with a paddle lead. Reportedly, therapy was resumed post operatively.

Event description:
Device 1 of 2: reference MFR. Report# 3006705815-2018-03286.